Event description:
The pt awoke with a blood glucose level of over 600 mg/dl. It was not reduced by switching to his back-up pump. He was admitted to the hosp. The physician requested that the pumps be inspected.